Event description:
It was reported that an alarm was triggered due to high impedance. A connection issue was suspected so the connection was revised. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. 5594 implantable pacing lead 2007 (B)(6); 4193 implantable pacing lead 2007 (B)(6). (B)(4).

Event description:
It was reported that an alarm was triggered due to high impedance. A connection issue was suspected so the connection was revised. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: product performance data was received, analyzed, and high resistance/inpedance was noted. One patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2012. The weekly and daily pace lead trend data show various spike increases for svc defibrillation was 61 to 244 ohms between (B)(6) 2012.